Manufacturer narrative:
Service performed various verification procedures while assessing the issue. Service observed a blood clot on inside wall of the stat wash cup and buildups right below the output fitting of the stat w pump. Service replaced the wash station and tubing kit and determined both parts the likely causes. There were no additional discrepant results reported. The system functionality was verified with a successful control run. Service history of the (B)(4) verifies no subsequent issues have been reported. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
A clinician questioned a (B)(6) architect stat troponin-I result of 0.259 ng/ml for a female patient sample (B)(6) on (B)(6) 2018. The customer's (B)(6) reference range is greater than 0.09 ng/ml. The patient was redrawn per the clinician's request and the result was (B)(6) at 0.016 ng/ml. No adverse impact to patient management was reported.